Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, shortly after the procedure, the patient unintentionally removed the peg tube. The stoma was closed and the physician will take a "wait-and-see approach". The external bolster was positioned at the 2cm mark and three gauzes were placed in between the external bolster and the stoma site for fixation. Reportedly, it was too tight on the skin surrounding the stoma. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on (B)(4) 2015: per physician's assessment, it was possible that procedural factor contributed to this event. There were no damages noted to the peg tube. It was also possible that the peg tube was withdrawn from the stoma during placement of external bolster because the patient was thin. As a result, the peg tube might have came out of the stoma. Correction: the external bolster was positioned at the 2cm mark and three gauzes were placed in between the external bolster and the patient's skin for fixation of the device.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, shortly after the procedure, the patient unintentionally removed the peg tube. The stoma was closed and the physician will take a "wait-and-see approach". The external bolster was positioned at the 2cm mark and three gauzes were placed in between the external bolster and the stoma site for fixation. Reportedly, it was too tight on the skin surrounding the stoma. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.